Event description:
It was observed that during the device evaluation, the camera head exhibited watertight defects, image capture flooding, main body flooding and electrical contact corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: watertight defects, image capture flooding, main body flooding, and electrical contact corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely scratches on the cable led to watertight defects, image capture flooding and main body flooding. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely electrical contact corrosion was due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.